Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009 according to the complainant, on (B)(6), 2011 tube swelled and broke. Beneath the y-connector a lump was seen. The lump had rubbed a hole into the tube. On (B)(6), 2011 the hospital cut the lump away from the tube and attached the y-connector again and now the peg tube is functioning normally. This device remains implanted. There were no patient complications reported as a result of this event. The patient's condition after the resolution of the event was normal.